Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. The first prostyle device was successfully pre-placed. Reportedly, the lever of the second prostyle device was returned to its original position with resistance. The foot closed after deploying the suture; however the device got stuck in the vessel and had to be taken out with great force. A piece of the vessel was noted on the foot after retraction [tissue damage]. A third device was pre-placed and the sheath was upsized to 16fr. The tavi procedure was completed. Reportedly post procedure, complete hemostasis with the two successfully placed sutures was not achieved. A 4th device was used; however, hemostasis could not be completed. The 14f introducer had to be placed into the vessel again until open surgery could be performed to close the puncture site with a surgical suture . The closure of the groin went well and the patient had good circulation to the foot. A delay in the procedure occurred and hospitalization was extended. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported difficulties could not be determined. The subsequent treatments appear to be related to procedure circumstance. The reported patient effect of tissue damage (vascular injury) is a known inherent risk of the procedure. It was reported that the suture had to be taken out with great force. It should be noted that the prostyle instructions for use states: do not advance or withdraw the perclose smc device against resistance until the cause of the resistance has been determined. Excessive force used to advance or torque the perclose prostyle device should be avoided, as this may lead to significant vessel damage and/ or breakage of the device, which may necessitate intervention and/ or surgical removal of the device and vessel repair. In this case, the force used to remove the suture was circumstantial based on the difficulties experienced. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.